Event description:
It was reported that review of the remote home monitoring system found the battery percent remaining was at 15 percent for the subcutaneous implantable cardioverter defibrillator (s-ICD). At the last follow-up on over two months earlier the battery remaining was at 45 percent. Engineering analysis was performed and noted that the battery usage appeared to be increasing at an abnormal rate and also appeared to be continually increasing. Boston scientific technical services (ts) recommended explant of the device due to suspected premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that review of the remote home monitoring system found the battery percent remaining was at 15 percent for the subcutaneous implantable cardioverter defibrillator (s-ICD). At the last follow-up on over two months earlier the battery remaining was at 45 percent. Engineering analysis was performed and noted that the battery usage appeared to be increasing at an abnormal rate and also appeared to be continually increasing. Boston scientific technical services (ts) recommended explant of the device due to suspected premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that review of the remote home monitoring system found the battery percent remaining was at 15 percent for the subcutaneous implantable cardioverter defibrillator (s-ICD). At the last follow-up on over two months earlier the battery remaining was at 45 percent. Engineering analysis was performed and noted that the battery usage appeared to be increasing at an abnormal rate and also appeared to be continually increasing. Boston scientific technical services (ts) recommended explant of the device due to suspected premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.